Manufacturer narrative:
Follow-up #1 date of submission (B)(4) 2012-device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: visual inspection revealed visible corrosion in the battery compartment. A review of the black box indicated rebooting had occurred. There was no damage found to the battery compartment or battery cap. The battery cap was able to tighten securely to the pump. The pump was exercised for 24 hours with no power issues occurring. The complaint could not be duplicated during investigation.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
The reporter contacted animas on (B)(6) 2012 stating that the pump was rebooting. The reporter stated that the pump emitted a battery alarm and when the battery was removed, corrosion was observed in the battery compartment. A new battery was inserted and the pump booted appropriately but the reporter stated that the pump was randomly going back to the verify screen. The reporter confirmed that there were no cracks in the casing and no damage to the battery cap. This report is made based on the allegation of the pump power issue.